Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking from the tubing where it "connected to the patient line". Mmdg made multiple attempts to follow up and obtain additional information, but these attempts where unsuccessful. Complaint-(B)(4).